Event description:
Bed in repair area. Problem with CPR and trendelenburg is not working at all. No repair reported.

Manufacturer narrative:
Technician found the bed in repair shop. Found CPR and trendelenburg needed to be adjusted to resolve issues.